Event description:
It was reported to medtronic minimed that the customer experienced pump batteries only last up to 6 days, screen had rainbow discoloration, small crack in the housing, backlight is more dim than usual, pump received no delivery alarms and was slower to rewind. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-1880, mmt-441a. Troubleshooting could not be performed. No harm requiring medical intervention was reported. No product return is required for mmt-342. No product return is required for mmt-1880. No product return is required for mmt-441a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery alarm during testing, no low battery alarm and no rewind anomaly noted. No delivery alarm/insulin flow blocked alarm was (none) found in the formatted history file on event date. No low battery alarm was found in the history files or traces within event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. No delivery alarm/occlusion alarm not confirmed, rewind anomaly not confirmed, charge/battery lasts less than expected not confirmed, back light anomaly not confirmed and missing segments/partial display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.